Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged.

Manufacturer narrative:
Correction: the correct date of birth should have been 'nov 4, 1941' instead of 'nov 16, 1941'.